Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was t-shot and found auxiliary drawer 4.1 row c was showing a phantom/ghost pocket. A field service engineer initially reseated the cables and rebooted the system, but the problem persisted. Then replaced the row board and performed another reboot, yet the issue remained unresolved. Contacted the case owner and left a voicemail detailing the situation. Given the circumstances, escalated the case to higher support for a sql database check and clean-up. The user confirmed that all other pockets in the drawer were operating normally and that inventory counts were accurate. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary , the auxiliary drawer 4.1 showed a cubie failure error. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 4.1 showed a cubie failure error. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.